Manufacturer narrative:
(B)(4).

Event description:
The customer questioned results for 1 patient tested for elecsys tsh assay (tsh), elecsys ft4 ii assay (ft4 ii), elecsys pth immunoassay (pth) and triiodothyronine (t3) that showed different results using 3 different testing methods. The customer thinks there is an interference with the roche reagents. The high ft4 ii result is what made the customer investigate other thyroid results for this patient. The tsh result was normal and the elevated ft4 ii result did not match the patient¿s diagnosis since the patient does not have hypothyroidism. Three different samples from the patient were sent to 3 different sites using various testing methods. Based on the data provided, the results for tsh, ft4ii and elecsys ft3 iii (ft3 iii) were erroneous and reported outside of the laboratory. This medwatch will cover tsh. Refer to medwatch with (B)(6) for information on the ft4 ii erroneous results and medwatch with (B)(6) for information on the ft3 iii erroneous results. Refer to the attached data for patient results. No adverse event occurred. The cobas 6000 e 601 module serial number was (B)(4).

Manufacturer narrative:
The customer obtained a new sample from the patient on (B)(6) 2017 and ran thyroid tests on the cobas 6000 e 601 module at the customer site and also sent it out to an external laboratory using a siemens system. The customer thinks the results from the siemens method are correct. Based on the data provided, additional erroneous results were identified for elecsys tsh assay (tsh), elecsys ft4 ii assay (ft4 ii), t4 assay (t4), t3assay (t3) and pth immunoassay (pth). The erroneous results were reported outside of the laboratory. Refer to attached data for the additional erroneous results for tsh and ft4 ii. Section was updated. Refer to manufacturer report 1823260-2017-00260-00 for the erroneous t4 results. Refer to manufacturer report 1823260-2017-00261-00 for the erroneous t3 results. Refer to manufacturer report 1823260-2017-00262-00 for the erroneous pth results. The patient sample from (B)(6) 2017 was submitted for investigation. Interference testing was performed. The tsh results were within the reference range.

Manufacturer narrative:
Tsh assays from different manufacturers can generate different results. This relates to the overall setup of the assays, the antibodies used and differences in reference methods and standardization.

Manufacturer narrative:
A specific root cause could not be identified. A sample from the patient was requested for investigation but could not be provided. Based on the information available, a general reagent issue can most likely be excluded. An interference may be present in the sample, but this cannot be confirmed since the sample was not provided for investigation.